Manufacturer narrative:
On 5/29/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not explanted as of this report, issue with generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5085885. It was reported that a female patient underwent an unknown breast surgery with mentor smooth round moderate profile 350cc saline breast implants which the patient reported right knee pain. Later it spread to left knee, elbow pain, muscle pain and weakness - was diagnosed with arthritis of right knee in 2018 and with rice bodies in her left elbow, in 2018 (rarely seen outside of systemic diseases). I am (B)(6), previously extremely healthy. I do not have biopsychosocial factors that impede her from recovering from health problems. In 2018 she lost about (B)(6), and started losing hair. The symptoms are similar to others with breast implants who have self-identified as having breast implant illness. The patient have had a plethora of blood work, which was all normal. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the two devices.